Event description:
It was reported that during a lap cholecystectomy procedure, clips fell from the tissue after application. Another device was used to complete the case. No adverse pt consequences was reported.

Manufacturer narrative:
Date sent: 06/27/2008. Information anticipated, but unavailable at this time.